Manufacturer narrative:
Device has not been explanted.

Event description:
Screw backout was observed at 14 weeks post-operative x-ray from the time of surgery. Interbodies were used at each level and no revision surgery is scheduled at this time.